Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.

Event description:
Customer reports that the circuit melted in a small area.  The assumption is that the heated wire inside overheated and melted the plastic of the circuit.  The heater wire adapter used is part # (B)(4). Additional information on (B)(6) 2013: there was no patient injury or adverse effect that occurred. Customer stated that the temperature on the heater was 37c.

Manufacturer narrative:
(B)(4). Device evaluation: the return sample was received and evaluated and we could confirm the circuit was melted. Resistance testing was performed on the heated wires in each limb, and all results were within the required specifications. It was not possible to determine a root cause for the melting observed. For your reference, please see caution and warnings section from the directions for use associated with this product: cautions: do not use this circuit where gas temperature at the outlet of the humidifier exceeds 68 degrees celsius. Do not use the heated wire circuit without gas flow. Do not place material on or around the heated wire tubing. Warnings avoid contact with patient skin. Do not stretch the tubing. Do not soak, rinse, wash, or sterilize this product.